Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the display failed; the screen did light up but the lcd is illegible.¿. The unit was triaged and the reported issue was confirmed. Inspection revealed that lcd screen was significantly dark, the front case was damaged and the overlay run/hold button was worn. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-19.

Event description:
According to the reporter, the enteral feeding pump's display failed; the screen did light up but the lcd is illegible.